Manufacturer narrative:
Without return of the device, a conclusive cause cannot be determined.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, angiography revealed a dissection and thrombus of the right femoral artery. Subsequently a balloon dilatation was performed. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.